Event description:
It was reported that the surgeon was inserting a 12.6 mm micl12.6 implantable collamer lens and the lens flipped over and was inserted upside down in the patient's eye. The lens was removed within the same surgery. The incision was enlarged to remove the lens and another 12.6mm icl was implanted. Sutures were required to close the wound. The surgeon felt the lens had been loaded correctly. The patient is doing well.

Manufacturer narrative:
Evaluation: a visual inspection of the returned product found pieces torn off and missing from both haptics. There was evidence of clear surgical residue. A lens work order search was performed and no similar complaint was found. Conclusion: based on the complaint history, the lens work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.